Event description:
It was reported by service report that the brakes would not engage. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head and foot-end brake crank assemblies were no longer properly connected to the brake system.